Event description:
During procedure for laporoscopic assisted vaginal hysterectomy the endo gia staple cartiges failed to fire, release, and function as planned. Us surgical product #30813 gia instrument x 4 and product #30807 gia dlu cartriges x 4 were involved. The procedure was changed to an abdominal approach for the hysterectomy, and the gia stapler which did not release, was removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.